Event description:
It was reported that pump time was incorrect and caller requested help updating device settings, including time and potentially personal profile or automated insulin settings. There was no reported impact to the customer¿s blood glucose level. Caller received assistance from technical support to update pump time, was advised to monitor for any future time discrepancies greater than 5 minutes, and acknowledged understanding of instructions, with no known reason identified for why time became incorrect.